Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 12, 2021. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had an area of shell abrasion on the posterior view. Additionally, a tear was found within the shell abrasion, measuring less than 0.1 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis experienced left sided deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On december 11, 2020 additional information received, indicated that date of the event was on (B)(6) 2020, which the issue was discovered via physical examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 19, 2021 additional information received indicated that patient had the implant explanted on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).